Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd texium¿ needle-free syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: our pharmacy department is experiencing leakage problems with your texium syringes ref my8060-0006. The chemotherapy passes through the first plunger (epirubicin).

Manufacturer narrative:
Investigation summary: a my8060-0006 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 92113901. Feedback provided by the customer indicates that chemotherapy drugs leaked from the plunger of the syringe. As part of the feedback the customer provided a photograph of the affected sample, analysis of the photograph confirmed some fluid could be seen within the rubber plunger of the syringe, however no residual fluid droplets were seen beyond the plunger. It was not possible to determine from the photograph whether the fluid was residual drug, or the lubricant that is used to ensure the syringe plunger moves along the syringe barrel smoothly. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92113901 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd texium¿ needle-free syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: our pharmacy department is experiencing leakage problems with your texium syringes ref my8060-0006. The chemotherapy passes through the first plunger (epirubicin).